Event description:
It was reported that there was report the catheter was leak. It was stated customer change new catheter. It was reported this occurred with three devices. This report addresses the third device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refw0411 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (refw0411) have been reported from the same facility in taiwan.